Event description:
A customer reported experiencing an occlusion alarm with their device. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin delivery, and no further assistance was necessary from technical support.